Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual and functional test identified the reported condition as a very large leak spraying liquid from the front side near the left edge of the bag. Magnified inspection of the leak location identified the leak as a gouge surrounded by eva fray, which indicates the gouge was created via friction. A manufacturing process review was performed and did not identify any area of the manufacturing process where this type of damage could occur. The root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking through the peripheral seal of the primary container. The leak was discovered during set up for patient use. This report documents no patient involvement or adverse events. No additional information is available.